Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the crimped stent was detached from the balloon and not returned with device for analysis. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. It was also noted the stent of the device had been deployed. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip of the device and no other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 24 x 2.75mm target lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. After the lesion was predilated with a 2.5 x 10 mm unspecified balloon catheter, a 2.75x28mm promus element¿ plus stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was detached/separated.